Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 used to capture the surgical intervention.